Event description:
THE MANUFACTURER RECEIVED INFORMATION ALLEGING THE DEVICE SOCKET WAS BURNED. THERE IS NO ALLEGATION OF SERIOUS OR PERMANENT HARM OR INJURY. NO MEDICAL INTERVENTION WAS REQUIRED BY THE PATIENT. THE MANUFACTURER'S INVESTIGATION IS ONGOING. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE MANUFACTURER'S INVESTIGATION IS COMPLETE.

Manufacturer narrative:
THE MANUFACTURER RECEIVED INFORMATION ALLEGING THE DEVICE SOCKET WAS BURNED. THERE IS NO ALLEGATION OF SERIOUS OR PERMANENT HARM OR INJURY. NO MEDICAL INTERVENTION WAS REQUIRED BY THE PATIENT. THE DEVICE WAS RETURNED FOR EVALUATION TO THE MANUFACTURER. DURING THE DEVICE EVALUATION, THE POWER CORD WAS FOUND BURNT, SIEVES WERE CLOGGED, AND THE INLET FILTER WAS REPLACED DUE TO PREVENTATIVE MAINTENANCE. THE CUSTOMER COMPLAINT WAS CONFIRMED AND REPRODUCED.

Manufacturer narrative:
The manufacturer previously reported they had received information alleging the device socket was burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned for evaluation to the manufacturer. During the device evaluation, the power cord was found burnt, sieves were clogged, and the inlet filter was replaced due to preventative maintenance. The customer complaint was confirmed and reproduced. The Everflo device was returned to the Product Investigation Lab (PIL) for evaluation. During the evaluation it was noted that the allegation of 'burnt socket' was confirmed due to thermal damage found on the A/C plug. In conclusion, the device's contacts had rust-like oxidation. During the evaluation, dust-like contamination was found in the rear enclosure and damage to the blue foam that surrounds the compressor. Additionally, a slight kink was found on the sieve assembly clear tube and dust-like contamination on the fan assembly. A final report is being submitted. If new information becomes available following further evaluation that changes the outcome of the investigation and associated medical device reporting, a supplemental report will be completed. The reported failure of thermal issue is accommodated in the product risk management file as being linked to Hazard with description Fire, flame, smoke. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. DHR review was performed for the complaint device Serial Number, (b)(6). Review confirms that the device met the final acceptance criteria and was released for final distribution.